Manufacturer narrative:
Programmer model 37743, serial# (B)(4), lead model 3778-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: na, lead model 3778-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: na, accessory model 37752, serial# (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation all over when sitting down. The event started to occur following the patient's last programming session. Turning the programmer down did not help.

Event description:
Additional information. The shocking and jolting was only a result of positional changes. The impedances were measured in multiple positions and all results were within normal range. The patient was doing "fine."